Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was difficult to place in the pulmonary vein due to patient anatomy. The mapping catheter and sheath were maneuvered many ways to attempt proper placement. The patient¿s blood pressure began to drop. The case was aborted. A perforation was found on the left atrial appendage which then led to a cardiac tamponade. A thoracotomy was performed along with a cardiac massage. The patient was taken to the intensive care unit (ICU) and became stable after extended hospitalization. Additional information indicated the mapping catheter was almost completely retracted into the sheath at the time of the laceration. It was confirmed that rather than a perforation, a laceration occurred in the laa. No further patient complications have been reported as a result of this event.